Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five shocks due to ventricular fibrillation (vf), however none were successful. The patient was noted to have experienced torsades de pointes. Two external shocks were delivered and successfully converted the rhythm. The patient was then hospitalized fur further evaluation. It was noted that no defibrillation threshold (dft) test was performed at implant. X-rays indicate a potential placement optimization opportunity. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five shocks due to ventricular fibrillation (vf), however none were successful. The patient was noted to have experienced torsades de pointes. Two external shocks were delivered and successfully converted the rhythm. The patient was then hospitalized fur further evaluation. It was noted that no defibrillation threshold (dft) test was performed at implant. X-rays indicate a potential placement optimization opportunity. This system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five shocks due to ventricular fibrillation (vf), however none were successful. The patient was noted to have experienced torsades de pointes. Two external shocks were delivered and successfully converted the rhythm. The patient was then hospitalized fur further evaluation. It was noted that no defibrillation threshold (dft) test was performed at implant. X-rays indicate a potential placement optimization opportunity. This system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.